Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a break in the shaft. The break site was located at 12.7cm distal to the strain relief. A complete balloon circumferential tear was observed in the balloon. Although the tear was located at 1.8cm distal to the distal edge of the proximal markerband, it was noted that both sections of the balloon tear were bonded onto the device. The shaft inside the balloon area was severely stretched. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in a fistula in an unspecified vessel. A 6.0mm x 40mm, 75cm gladiator balloon catheter was advanced to the lesion for dilation. On the first inflation at 20 atmospheres, the balloon ruptured circumferentially. The balloon particles were retrieved. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Event description:
It was reported that during percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The target lesion was located in a fistula in an unspecified vessel. A 6.0mm x 40mm, 75cm gladiator balloon catheter was advanced to the lesion for dilation. On the first inflation at 20 atmospheres, the balloon ruptured circumferentially. The balloon particles were retrieved. The procedure was completed with another of the same device. No complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).